Event description:
The lay user/patient contacted lifescan and alleged that his one touch ultra meter's display was frozen. The pt reported that the display of the subject meter constantly keeps freezing and the meter would not turn off. At the time of troubleshooting, it was verified that this was not a new product. The pt was asked to press the power button, but the meter would not turn off. The battery was reseated and the power button was pressed again. However, the display issue persisted and was frozen again. The battery contacts were good. A replacement meter was sent to the lay user/patient.